Event description:
Customer reported the passport 2 monitor intermittently goes blank resulting in a possible loss of primary monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the cpu board and power switch. Unit was functionally tested and returned to service.